Manufacturer narrative:
The customer¿s report of a cardizem over-infusion was confirmed. The pcu log showed that on (B)(6) 2015 at 7:15 pm the pcu was powered on; and the pump module was attached almost two hours later. At 8:52 pm diltiazem (cardizem) 100mg/100ml was selected from the guardrails drugs library and was started at 5mg/h (5ml/h), as reported by the customer, with a vtbi of 75ml the cardizem infused until (B)(6) 2015 at 12:10 pm when it was powered off. At 12:23 pm the pcu was powered on again and at 12:25 pm it was programmed using guardrails IV fluids for maintenance ivf with a vtbi of 600ml and a rate of 100ml/hr. The initial primary volume infused (pvi) was recorded as 38.143ml. At 1:44 pm an air-in-line alarm occurred. Beginning at 1:45 pm the user paused and restarted the device several times. At 1:50 pm it was powered off with a recorded final pvi of 170.286ml, or 132.143ml for this infusion. The pump module was tested for rate accuracy and found to be within specification. In addition, there were no periods of unregulated flow observed during testing. The root cause of the cardizem over-infusion is attributed to user programming.

Event description:
The customer reported that cardizem 100mg/100ml was discovered infusing at 100ml/hr instead of the intended rate of 5ml/hr. The customer estimates that approximately 140ml (140mg) of cardizem infused at the unintended rate. The patient had normal saline and cardizem infusing.. The infusions had been stopped and restored by another nurse. It was discovered that the cardizem bag was being infused on channel b at a rate of 100ml/hr; however this channel was actually programmed for ns. At the same time, the ns bag was being infused on channel a at 5ml/hr; however this channel was programmed for cardizem. Although the customer stated that there was no harm, the patient¿s ICU stay was extended for 5 hours.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.